Manufacturer narrative:
The investigation determined the issue is consistent with a sample-specific discrepancy and a possibly clogged pre-wash station contributed to the issue. All initially reactive samples should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. The elecsys hiv duo assay performs within specification. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Event description:
The initial reporter stated they received questionable reactive results for three patient samples tested with elecsys hiv duo on a cobas e 801 analytical unit. The hiv duo results for these samples were consistently positive when using different kits from the same lot number. The first sample initially resulted in an hiv duo value of 1.45 coi (reactive). The sample was repeated, resulting in an hiv duo value of 1.58 coi (reactive), with sub-results of 0.0861 coi (non-reactive) for anti-hiv and 1.58 coi (reactive) for hiv ag. The second sample initially resulted in an hiv duo value of 2.10 coi (reactive). The sample was repeated, resulting in an hiv duo value of 2.30 coi (reactive), with sub-results of 0.0270 coi (non-reactive) for anti-hiv and 2.30 coi (reactive) for hiv ag. The third sample initially resulted in an hiv duo value of 1.78 coi (reactive). The sample was repeated, resulting in an hiv duo value of 1.83 coi (reactive), with sub-results of 1.82 coi (reactive) for anti-hiv and 0.192 coi (non-reactive) for hiv ag. All three samples resulted in negative hiv values when tested with the competitor method, liaison.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The field service engineer found that the analyzer pre-wash station did not function properly. The probes and drain tube seemed partially clogged. The system was repaired. Calibration data for hiv ag was within expectations for one calibrator level and signals were lower than expected for the second calibrator level. Calibration data for anti-hiv was within expectations. The investigation is ongoing.